Event description:
The power seat allegedly became stuck in a tilted back position and consumer was not able to return upright. The seat allegedly remained in this position for approximately 2 hours. Unknown as to how the seat returned to a righted position. Tilt actuator was allegedly replaced on (B)(6) 2011 and incident occurred on (B)(6) 2011. No injury alleged.

Manufacturer narrative:
RMA 859595714-l has been initiated for this issue. Model 3g torque serial number/date code (B)(4) is approximately 4 years 10 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.